Manufacturer narrative:
The biomedical engineer reported that central nurse's station (cns) went down due to a power failure. When it came back up, they noticed that some of the patient tiles appeared to be blank. They attempted to remonitor one of these bedside monitors (bsm) and it displayed a "registration" error. They tried monitoring the bsm on another cns and there were no issues. They called back to report that these issues have been resolved. They successfully registered the bsm the following day using the same steps. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested but not provided: ups not manufactured by nihon kohden. The model number was not provided.

Event description:
The biomedical engineer reported that central nurse's station (cns) went down due to a power failure. When it came back up, they noticed that some of the patient tiles appeared to be blank. They attempted to remonitor one of these bedside monitors (bsm) and it displayed a "registration" error.

Event description:
The biomedical engineer reported that central nurse's station (cns) went down due to a power failure. When it came back up, they noticed that some of the patient tiles appeared to be blank. They attempted to remonitor one of these bedside monitors (bsm) and it displayed a "registration" error.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer called stating there was a power failure with cns device in 1 west, serial number (B)(6). The cause of the power failure is unknown. When the cns device came back up, some patient tiles were blank. Customer attempted to remonitor one of these beds but received "registration error". This bed can be monitored at a different cns device without issues. On (B)(6) 2019 customer reported that the same procedure was attempted the following day to re-monitor the same bed without issues. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns device s/n (B)(6) was put into service on 6/23/2017. Service history shows the following: 10/24/2019 300185990 - not related to "registration error" or blank tiles. 10/16/2019 300185097 - not related to "registration error" or blank tiles. 09/10/2019 300181228 - would like to purchase new hard drives due to periodic reboot and slow loading. 08/07/2019 300178802 - current notification. Service history for this device shows three additional service incidents after the power issues. The incidents were related to hard drive failures. Per the cns-6201 service and operator's manuals, when there is an issue with admitting a patient, a possible cause is the bedside device was off. In this case, the bedside device could be monitored at another cns, suggesting the bedside device was on and had communication. Due to the issue being resolved the next day, and lack of additional details, the root cause could not be determined. Service history for this facility shows no related issues on 8/7/2019. Investigation conclusion: the root cause could not be determined.